Event description:
Incident reported as: the punch has been sticking during application. It was being used on a CABG procedure. No reported injuries.

Manufacturer narrative:
Sample has been returned for evaluation, but investigation is not complete at time of this report. The results of the investigation are not available at the time of this report.